Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose of 24 mg/dl and was treated with liquid glucose. Customer visited healthcare professional the next day and adjustments were made to settings. Information was entered into insulin pump and customer's blood glucose rose to 425 mg/dl, which was treated with manual injection. Customer had symptoms of nausea and light headedness. Caller declined further troubleshooting.